Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on his back and around his waist. The patient reported that the rash began after he was prescribed a new medication, however, the rash was isolated to where the lifevest was placed on his body. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed a new medication and the patient applied hydrocortisone cream to the skin irritation. Follow up indicated that the patient's skin irritation improved. It's unclear if the rash was due to the patient's medication or from the lifevest. Reporting out of an abundance of caution.